Event description:
It was reported that this pacemaker exhibited loss of capture, resulting in the patient presenting with bradycardia. The physician also encountered difficulty to perform a consult transmission; however, a successful transmission for this pacemaker was noted. Technical services (ts) advised ensuring that external pacing was readily available; the physician confirmed that pacing pads were already in place. Ts also recommended paging a local field representative. Additional information is being requested from the field. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited loss of capture, resulting in the patient presenting with bradycardia. The physician also encountered difficulty to perform a consult transmission; however, a successful transmission for this pacemaker was noted. Technical services (ts) advised ensuring that external pacing was readily available; the physician confirmed that pacing pads were already in place. Ts also recommended paging a local field representative. Additional information is being requested from the field. No adverse patient effects were reported. This device remains in service.